Event description:
It was reported that the patient¿s atrial lead exhibited lead noise. On (B)(6) 2019, the patient presented for a lead revision procedure. During the procedure, insulation abrasions were noted on both the right atrial and right ventricular leads. The right ventricular lead did not exhibit any electrical anomalies. Both leads were removed and replaced. The patient was stable. Concomitant MFR: 2017865-2019-02544.

Manufacturer narrative:
The reported event of insulation damage was confirmed. A complete lead was returned in two pieces measuring 19.0 and 32.5 cm respectively. An external abrasion, breaching the outer insulation, was found 11.0 to 11.5 and 18.5 to 19.0 cm from the connector pin, consistent with friction to the device can.